Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information available, the patient underwent rectal prolapse repair procedure approximately five years after implant of the bard flat mesh. There was no mention of any visualization or involvement of the bard flat mesh in the medical records provided for the rectal prolapse procedure. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: this is a patient with a significant surgical history including four prior pelvic surgeries including an abdominal hysterectomy with appendectomy. Patient has had a total vault eversion and has been symptomatic from that as well as her rectocele. On (B)(6) 2003 - the patient was diagnosed with vault prolapse, enterocele, pelvic prolapse and stress incontinence. The patient underwent an abdominal sacrocolpopexy with implant of a bard flat mesh, pubovaginal sling with non-bard davol sling, enterocele repair, rectocele repair, perineorrhaphy and cystoscopy. On (B)(6) 2004 - the patient was admitted to the hospital for repair of an incarcerated ventral hernia. No medical records were provided for this procedure. On (B)(6) 2008 - the patient was diagnosed with a rectal prolapse and underwent a primary repair of rectal prolapse with modified delorme type procedure. The operative details for this procedure did no mention any visualization or involvement of the bard flat mesh. The attorney alleges the patient experienced additional surgical procedure and prolapse.